Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material distal tip could not be identified and a definitive root cause of the issue could not be determined, however, due to an observed leak in the plug unit, it is likely that proper reprocessing could not be performed and the foreign material could not be removed. The event may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual chapter 3 preparation and inspection tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Event description:
The duodenovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, it was found that the distal end had foreign material and the image guide lens was stained. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned as part of the asset return process. In addition to the foreign material at the distal end, and the stained image guide lens, other evaluation findings are as follows: the right/left knob was discolored; switch#1 was cut; water tightness was lost due to deformation of the plug unit; the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover; the distal end was shaved and had residual liquid. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.